Manufacturer narrative:
(B)(4). Date sent: 7/22/2025. Additional information was obtained: there are no patient consequences. Corrected data: h11. This is an analysis of a set of image and video submitted for evaluation. The image called source file - reclamacao de produto dr (B)(6) (B)(6) 2025 provided by the customer shows the broken tip of the blade. Based on the photo, the reported event was confirmed. As part of the quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch y705861, and no non-conformances were identified.

Manufacturer narrative:
(B)(4) date sent: 7/11/2025 d4 batch #: y70586. An analysis of the product could not be performed since a physical sample was not received for evaluation. This is an analysis of a set of image and video submitted for evaluation. The image called source file - reclamacao de produto dr (B)(6), (B)(6) 2025 provided by the customer shows the broken tip of the blade. Based on the photo, the reported event was confirmed. As part of the quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch y70586, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a hysterectomy the doctor reported having seen something falls into the cavity, when checking it was the tip of tweezers that broke.